Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak on the inside of the cassette door of the cycler after ending the patient's pd treatment. The pdrn did not feel comfortable to continue use of the cycler because the fluid leak does not look like it was from the solution. The patient reported receiving an unknown alarm prior to the leak. Fluid was discovered in the pump module area and on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The nurse was advised to discontinue the use of the cycler and follow up with the patient's peritoneal dialysis nurse (pdrn). A replacement cycler was issued. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak on the inside of the cassette door of the cycler after ending the patient's pd treatment. The pdrn did not feel comfortable to continue use of the cycler because the fluid leak does not look like it was from the solution. The patient reported receiving an unknown alarm prior to the leak. Fluid was discovered in the pump module area and on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The nurse was advised to discontinue the use of the cycler and follow up with the patient's peritoneal dialysis nurse (pdrn). A replacement cycler was issued. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. An order shipping search could not be performed for the lots delivered to the customer since there is no patient number reported or additional information for the search. As the shipping search of the lots delivered could not be accomplished, a device history record (DHR) review was not performed. Since the complaint sample is not available for evaluation neither photos or videos were provided for evaluation, the alleged defect could not be confirmed. No sample has been provided at this time to perform a physical evaluation. The complaint number to trigger a quality event could not be determined since the lot number is unknown and no patient number was provided, therefore, an order shipping search for the possible involved lots could not be performed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.